Event description:
It was observed that during the device inspection, the rhino-laryngo videoscope had an illumination lens that had fallen off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.e1/establishment address: (B)(6)

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the cause is likely stress related factors. The event can be prevented by following the instructions for use which state: rhino-laryngo videoscope olympus enf type vq for safe use handling and general precautions ¿ do not pull the video cable. The endoscopic image may not be visible anymore. ¿ do not coil the insertion tube, universal cord, or video cable into a diameter of less than 10 cm. Equipment damage can result. ¿ do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break, and it may cause water leaks. Olympus will continue to monitor field performance for this device.